Manufacturer narrative:
Block h6: imdrf code a0401 captures the reportable event of cinch wire break. Imdrf code f2301captures the reportable event of additional device required.

Event description:
It was reported to boston scientific that an overstitch suture cinch was used during an esophagogastroduodenoscopy procedure on (B)(6) 2025. During the procedure, the suture cinch broke in the patient. The physician used an additional device to disconnect the device from the patient. The procedure completion method is currently unknown. Good faith effort attempts have been made to try and retrieve additional details regarding the reported event, but further information has been unable to be obtained to date. No patient complications were reported as a result of the event.